Event description:
During an embolization procedure, the physician tried to deliver trufill dcs orbit complex 10x30 into the aneurysm, but felt unusual looseness and found that the coil was stretched. The coil delivery system was removed and a new trufill coil (same size) was utilized. The (mc) microcatheter was not reshaped prior to use. There was resistance when inserting the coil into the mc. Prior to event, the coil was not out of the mc when the mc was being repositioned. One to one relationship between the coil & mc was not verified with fluoroscopy prior to repositioning/withdrawal. The mc & coil were not removed as an assembly. There was not resistance when the coil was repositioned or withdrawn, and the coil was withdrawn back into the mc without difficulty. No additional intervention was required.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.